Event description:
The customer reported that the surgeon suffered an electric shock resulting in a burn from an unk type of forceps while using a forcefx8c generator.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The return of the incident sample has been requested. To date it had no been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.